Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic distal pancreatectomy procedure, the surgeon clamped the tissue and tried to fire the device, however could not. The status indicators were illuminated and flashed after pushing the green button. The physician replaced the device with a new cartridge and the procedure was completed with no problem. After the surgery, the sales rep and the surgeon loaded the cartridge in question to the demonstration idrive device and fired the device for a trial, the firing was successful. The status of the patient is no problem.